Event description:
The manufacturer sales rep reported that the device overheated, during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.